Event description:
On (B)(4) 2010, a sales rep at our (B)(4) affiliate, reported that a pt had been seen at (B)(6) eye clinic and diagnosed with keratitis while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt was contacted on (B)(4) 2010 and reported the left eye was affected, but didn't provide info regarding the event. The pt was wearing glasses at that time and said the lenses in question would be returned for eval. On (B)(4) 2010, the sales rep reported having heard from the ecp that this pt was diagnosed with a corneal ulcer and the "condition is serious." The pt was scheduled to return to the clinic for f/u care. An associate from our (B)(4) affiliate contacted (B)(6) eye clinic on (B)(4) 2010 and it was confirmed that the pt was diagnosed with a corneal ulcer. The ecp stated the "ulcer is persistent." No additional info was provided. On (B)(4) 2010, a face to face meeting, at (B)(6) eye clinic was scheduled for (B)(4) 2011 to obtain more info about this event. A lot history review was requested but has not been received at this time. That info will be sent in a f/u report. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.